Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 130 units of insulin. The customer successfully reloaded the cartridge. Insulin delivery was resumed. Blood glucose was 480 mg/dl.